Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment full name: (B)(6).

Event description:
It was reported the insufflation unit experienced increasing pressure. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
The issue is that the pressure does not increase sometimes. The procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "sometimes, pressure does not increase" malfunction would likely be related to amco: yellow port failure. Olympus will continue to monitor field performance for this device.